Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that customer experienced unexplained high blood glucose. At the time of this report, customer's blood glucose was 530 mg/dl and she was experiencing mild ketones, that had been moderate in the morning. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The carbohydrate ratio and basal rates had recently been changed. The high pressure test was performed and passed. The customer was unable to remove the infusion set at the time of troubleshooting. It was advised to change the entire set, reservoir and insulin and follow up with healthcare provider regarding high blood glucose. The insulin pump will not be returning for analysis.